Event description:
Customer reported one incident of clotted fibers with the psn 210 dialyzer. It was reported that at the end of pt treatment, during rinse back of the pt's blood, a band of fibers approximately 1/8" wide appeared clotted. No pt injury or medical intervention was reported per customer.